Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced a kinked cannula event on (B)(6) 2025. The issue occurred with one infusion set used for less than a day and site was patient's arm. The symptoms were noticed three or more hours after insertion. The blood glucose level of the patient was above 27.7 mmol/l which was corrected with correction injection via multiple daily injection and had ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.